Event description:
The device was used during a vats blebectomy procedure. Reportedly, the staples did not form properly and the knife did not cut. The surgeon used another instrument to complete the procedure. No pt injury was reported.

Manufacturer narrative:
The clinical cartridge was not returned for co evaluation preventing co from reliably determining the cause for the difficulty experienced.